Event description:
During stent placement into the cx "cortery." The coronary wire became jailed under the deployed stent. They were unable to remove the wire and during an attempt the wire broke off in the artery. Attempts were made to snare the wire with success. There was a large amount of plaque in the artery. The wire kept prolasping. Could not get wire through the lumen. Pt brought back to lab next day. In another attempt to remove wire, in the process, the stent was removed with a portion of the wire causing some damage to a branch of the cx. Another stent was placed in the cx. Pt now stable, will be on coumadin for chronic a fib.